Event description:
The technician alleged that the right side rail could not latch. No patient impact.

Manufacturer narrative:
The technician found the right side rail shoulder bolt is missing. The technician replaced the right side rail shoulder bolt to resolve the issue.